Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. There was no noise observed. Technical services (ts) recommended for a commanded shock test to be performed to further evaluate the lead integrity. At this time, the rv lead remains in service. No adverse patient effects were reported.